Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 board and reseating the cables. Liquid had spilled into the unit. Evidenced by fried liquid residue on the display, cpu and cables. Unit was calibrated and safety tested to factory's specifications.